Event description:
It was observed that during the device evaluation, the subject flex scope exhibited dirt in the image, eyepiece lens and the grip was sticky. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the damage on the ig bundle caused dirt in the image via the eyepiece. Additionally, the grip was sticky. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.